Event description:
It was reported that two (2) small volume folfusors leaked from an unspecified location; leakage was in a bag around the pumps. This was observed during preparation. The devices contained chemotherapy medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between june 7-11, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.